Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to another manufacturer's meter. The patient obtained the blood glucose reading of 9.6 mmol/l on the reported meter and a reading of 6.9 mmol/l on the second meter. There was no patient injury associated with this issue. The test results fell outside expected values for meter-to-meter accuracy testing, therefore this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.